Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced by a third party service center to address test step failures. The manufacturer received additional information from the third party service center indicating that the blower motor was replaced to address the issue; not the sensor board as previously reported.